Event description:
It was reported that during a lavh, the threaded stud along with the piezo electric crystals pulled apart from the handpiece's housing. The customer was able to use another handpiece and ace36p to complete the case with no pt consequence.

Manufacturer narrative:
H3. Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.